Event description:
It was reported that the balance middleweight (bmw) guide wire was used successfully, with no resistance noted; however, when the guide wire was removed from the anatomy, it was observed that the tip was unraveled and sheared. It was confirmed under fluoroscopy that the guide wire tip had separated, and was trapped in the side wall of the vessel. No intervention was performed. A new unknown guide wire was used and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.